Event description:
It was reported that the 9900 system had a physicist discrepancy of the x-ray field exceeds 4%. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The beam was aligned during the service call. The system was tested, and found to be working as intended, and put back into service.